Event description:
The patient reports, she is experiencing pain at the ipg site and as a result is not using her scs system. The patient declines any further intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.